Event description:
In, 2002 the end-user called medtronic minimed, USA and stated that they woke up with very high bgs. End user noticed the tubing came apart from the luer lock. In, march 2002 maerdk medical a/s received the complaint and 2 used tubings.